Event description:
Patient was utilizing the shower chair for bathing with significant other standing by to assist. The legs on the chair spread too widely, resulting in the chair "snapping" and breaking while the patient was in it. Patient was assisted by significant other, thus preventing a fall from the breaking and collapsing of the chair.